Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported error machine pressure sensor auto zero failed. There was no patient involvement. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fault could not be duplicated. Overserved the fault error code. The manufacturers field service engineer (fse) replaced the data acquisition board, oxygen valve, and the solenoid valve to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
This event was reported to have occurred during setup for use. There was no delay to therapy. The oxygen valve solenoid assembly and the da pcba were returned to failure investigation for analysis. The oxygen valve solenoid assembly was tested, and no failures were identified. The da pcba was tested and no failures were identified.